Event description:
A malfunction alarm labeled as malf 12 occurred, but there was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided guidance to reset the pump and assisted the customer in completing the reset successfully, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue arises again, which the customer understood and acknowledged.